Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damaged was observed to the flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue.